Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that insulin was leaking out of the cartridge septum after the syringe was removed during the load sequence. Reportedly, the septum appeared "split" and customer was not sure if the syringe caused the damage. There was no damage to the cartridge prior to use. The customer performed the load sequence successfully using a new cartridge to resolve the issue. There was no impact to the customer's blood glucose level.